Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump bolus history did not record one of two bolus deliveries that occurred on the same day. The reporter allegedly watched the pump display that the bolus was delivered, however the delivery was not recorded in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly and displayed the verify screen with appropriate audible and vibratory alarms. A 10 unit audio bolus and normal bolus were performed successfully. Both bolus deliveries were recorded properly in the bolus history. The pump keypad buttons responded properly to user presses. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump and was used to complete testing.